Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was showing a service code. The pt's download revealed several charge/discharge profile faults. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge/charge profile faults) was confirmed. Upon investigation resistor r45 was open on the ca board. R45 controls the rate of charge of the high-voltage capacitors. The open connection of r45 was caused by damage to high-voltage capacitor c20 on the defibrillator board. C20 was found to have a broken solder joint. The root cause for the broken solder joint could not be positively identified, but the damage was likely caused by forces that resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged r45 resistor and c20 capacitor. The pt received a replacement monitor.